Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). No device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot = device history reviewed: 18 nov 19 0 non-conformances on this lot number final micro and sterility tests passed (B)(4) units released lot expiry date: 31 october 2016. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received (B)(6) 2019 and were reviewed (B)(6) 2019 for MDR reportability. On (B)(6) 2012, the patient underwent an arthroscopic procedure due to degenerative arthritis with loose bodies, medial and lateral meniscal tears. The patient underwent a total left knee arthroplasty utilizing attune knee system and smartset cement x 1. There were no operative notes with the patient¿s records regarding the arthroplasty. On (B)(6) 2018, the patient underwent a right knee revision due to instability, laxity and pain. The surgeon indicated the tibial component had completely de-bonded from the cement mantle after he touched it with an oseotome. There were no issues reported regarding the femur, though it was revised. The surgeon noted the patella was well fixed and not revised. The patient was implanted with a competitor system. Depuy smartset cement x 1 was utilized in the procedure, and there were no complications reported. Doi: (B)(6) 2012; dor: (B)(6) 2018; (rt knee).